Event description:
A 2.5 x 13mm cypher stent was delivered to the target lesion. Initially, for implant the cypher was inflated at 14atms for 30seconds. Then, while the stent delivery system (sds) was being inflated a second time at 14atms, the balloon ruptured and blood was flowing back into the inflation device. Therefore, the stent was left at the target lesion, and only the sds was retrieved from the patient. The stent was post-dilated with a balloon and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The patient had a target lesion in the distal left anterior descending branch. The lesion was de novo and had 90% stenosis. The vessel was moderately calcified and slightly tortuous.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a de novo, moderately calcified and slightly tortuous lesion of the distal left anterior descending (lad) branch producing a 90% stenosis. The safety and effectiveness of cypher has not been established in these types of lesions and/or vessels. During treatment of the lesion, a 2.5 x 13mm cypher stent was delivered to the lesion and inflated to 14 atm. It is not known if the lesion was pre-dilated. While the sds was being inflated a second time to 14 atm, the balloon ruptured and blood was observed in the inflation device. The sds was then removed and the stent post-dilated with another balloon. There was no reported patient injury. The device was not returned for failure analysis. A device history record review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. A leak test and 100% inspection is performed after stent crimping. All functional tests, including burst test and multiple and prolonged fatigue tests passed. Without an actual product analysis, it is not possible to conclusively determine the cause of the event however; there are lesion and vessel factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.